Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdz463 batch number, and no non-conformance's were identified. Investigation summary: one empty opened folder, a detached needle and a suture piece of product code vcp371, lot pdz463 were received for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under 20x magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the needle pull off, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. The suture needle pulled off during the surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported.